Event description:
It was reported that the arthroscopy shaver handpiece started without activating the foot pedal. There was no reported injury or delay associated with this event.

Manufacturer narrative:
No medwatch was rec'd from the user facility. All sections on this form completed by the MFR. Investigation findings: the shaver handpiece was returned for eval. The device was tested and found to activate and change modes and speed on its own. This failure is related to pc board failure. Further investigation found the handpiece needed multiple parts replaced. A review of repair history found the last date of service was 11/2002. A review of product history from 2003 to current found no other similar reported events for this failure mode.